Event description:
It was reported that patient expired. Infection was noted. It was noted that death was due to natural causes. There is no allegation that the death was related to an sjm device.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomalies found.